Manufacturer narrative:
Insulin pump had a ghosting full segment display while pressing the act button due to poor solder joint at capacitors on mother board. Insulin pump received with cracked reservoir tube lip, racked battery tube threads, minor scratches on lcd window and scratches on reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called in to report the insulin pump has a black screen. Blood glucose reading was 115 mg/dl. The customer pressed one of the function buttons and the screen became dark and difficult to read. Troubleshooting was performed. Advised that the insulin pump will be replaced. Nothing further reported.